Event description:
Healthcare professional reported right side rupture, and pseudo-capsule formation, baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Healthcare professional reported " symptomatic right side device rupture and pseudo-capsule formation". This report is for the right side. The device has been explanted and replaced